Event description:
The customer reported obtaining discrepant or suppressed (non-numerical) cc (cartridge chemistry) results for two (2) patients involving the unicel dxc 600i synchron access clinical system. Upon follow-up with the customer, the customer indicated that only one (1) patient was involved in the event. When the customer obtained a cholesterol result of 7 mg/dl on the first sample run with other cc results suppressed, the customer drew multiple samples from the patient for reanalysis. Data review of the provided results indicate that results for several cartridge chemistries were low or suppressed with oir low (out of instrument range low) error messages and higher results were obtained upon repeat on an alternate dxc 600 instrument. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Calibration and qc (quality control) results were within specifications. The instrument generated reagent carousel temperature errors at the time of the event but the customer loaded the reagents on the alternate dxc analyzer and obtained passing qc results which suggests that the reagent carousel temperature error is not related to the incorrect patient results.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the reagent cooler assembly to resolve the reagent carousel temperature error. When the fse left, the customer reported to beckman coulter that cc reagents failed with "back to back" (btb) and "out of calibration range low" (ocr low) errors. The fse returned the following day and discovered that the cc reagent syringe barrel was loose on the syringe assembly t-valve. The fse tightened the syringe barrel and lubricated the cc sample probe crane's vertical shafts to resolve the issue. Failure mode is attributed to a loose cc reagent syringe barrel at the t-valve.